Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure on an unknown date, the inter-lock screwdriver did not retain the screw. The sleeve was damaged and did not sit properly in the groove. The procedure was completed using another screwdriver from the same set. There was no surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screw (part: unknown, lot: unknown, quantity: unknown). This report is for an inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.010.473, lot: l421612: manufacturing site: haegendorf, release to warehouse date: 04.jul.2017: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: the customer reported the screwdriver would not retain the screw, and the sleeve was damaged and did not sit properly in the groove. The repair technician reported the tip of the screwdriver was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage: visual (appearance not as expected): visual inspection: the screwdriver was received at customer quality (cq) with all components intact. The distal tip of the main body is twisted axially in the direction of resistance from screw insertion. The sliding bar component shows no deformation or twisting or matching deformation with the main body. Therefore, the sliding bar no longer properly aligns with the main body of the screwdriver. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. Document/specification review: the returned device was manufactured in july 2017. The relevant design drawings, reflecting the current and manufactured revision, were reviewed. The 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm screwdriver is a reusable instrument intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. However, the condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿ per relevant technique guide. Conclusion: the complaint condition is confirmed as the distal tip of the main screwdriver shaft is twisted. The sliding bar does not show matching deformation with the main body. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date device received by manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of manufacture is known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.